Event description:
On (B)(4) 2012, the reporter contacted lifescan USA, alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4): the meter was found to have a defective c20 capacitor. After pa replaced the c20, the meter functioned properly and no error message was observed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.